Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (sicd) system was explanted six months post implant. The reason for explant was unspecified and review of the complaint database did not identify any previously reported product performance allegations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.